Manufacturer narrative:
In previous report the manufacturer missed to code c171286 and c26871 patient outcome codes in this report it was captured. Section h6 was updated.

Manufacturer narrative:
Repair evaluation information was received on 04/23/2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation dizziness, headache; kidney disease/toxicity, liver disease/toxicity, lung disease and copd. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service centre for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no particles in air path. During the evaluation, secondary findings was observed. There was zero error code found. The third-party service centre concludes that they couldn't confirm the customer's allegation. Box h was updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation dizziness, headache; kidney disease/toxicity, liver disease/toxicity, lung disease and copd. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.